Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The photo shows that the guide wire in a clinical setting which is unraveled from what appears to be the proximal end. Evidence of unraveling can be observed, however, there is no evidence of a separation pictured. Therefore, the report of an unraveled guide wire was able to be confirmed by the photo; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an unraveled guide wire was confirmed through examination of the supplied photo. The guide wire appears to be unraveled from the proximal end. A device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. However, without the sample returned, a full inspection to determine the cause of the damage could not be performed. Based on these circumstances, the root cause cannot be determined without the sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " on (B)(6) 2025, the swg was found separated during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025, the swg was found separated during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".